Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, a cancellation occurred when the lesion setting would only go up to 40 degrees and not 80 degrees. The patient did not receive therapy as the machine would not heat up to the correct temperature. The patient was stable.

Manufacturer narrative:
Additional information: based on the information provided to abbott and the investigation performed, the reported event was unable to be confirmed. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.